Manufacturer narrative:
User facility had an sdi cable and olympus personnel explained the location of sdi in on the monitor and they did get an image. The call was disconnected. Olympus called the customer back and talked with her and they did get an image but it was too small. While disconnected customer pressed port a and got a full screen image, issue resolved. Should additional information be provided prior to investigation completion, a supplemental report will be submitted.

Event description:
As reported, the user facility encountered issues while installing the evis exera iii video system center. According to the initial reporter, the device displayed a small image prior to adjusting the controls. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the user set the connection and output port of the new 55-inch monitor in a different condition. The cable connection connectors are port a. The output settings are other than port a.